Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalization due to low blood glucose on (B)(6) 2020 with the blood glucose level of 16 mg/dl. Customer has been using insulin pump system within 48 hours of reported low blood glucose. Customer declined the troubleshooting for the high blood glucose of 700 mg/dl. Drive support cap was sticking out. Customer also reported that insulin pump had compromised force sensor system alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.